Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that the dentist had to remove the dental implant during its installation surgery due to the fracture of abutment. The dentist also informed that immediate implant procedure was performed.